Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue began on (B)(6) 2016 at approximately 3:30pm when blood glucose results of 117 and 32mg/dl were obtained using the subject device, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient manages their diabetes using an insulin pump and reportedly skipped a dose or stopped their medication (dose unknown) in response to the alleged issue. The patient denied experiencing any symptoms, and was reportedly treated with food/drink by a non-hcp on (B)(6) 2016 at 3:45pm. The patient confirmed that her blood glucose was not measured using any other device at the time of the alleged issue. At the time of troubleshooting, the csr determined that the device was set to the correct unit of measure, an approved sample site was used for testing, the patient's testing procedure was correct and the test strips were not expired. The csr also noted that the patient did not have any control solution. Replacement products have been sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.